Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue; then a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 163 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.